Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 41622. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No prior service history was found. Event history found error code 41622, which is related to motor time out. Upon further inspection, found some debris in the motor gears, and defective optic switch. Cleaned the motor gears and replaced optic switch. Updated the software. Device passed all testing after repairs.